Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the left foot lock was missing from the table. As the foot lock was missing this allowed the table to remain unlocked resulting in the reported event. The table was installed in 2013 making it approximately 9 years old and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The 4085 operator manual states, "caution - possible equipment damage: when moving the table to or from point of use, roll it carefully at moderate speed and only over smooth floors. Maximum floor clearance is 1/4'" (6.4 mm). Avoid door and elevator jambs, and obstructions greater than 1/4" (6.4 mm). If necessary, lift table over obstructions, onto trucks, etc. Lift table evenly and only by the table base." The technician made the necessary repairs, tested the unit, found it to be operating according to specification, and returned it to service. While onsite the technician counseled user facility personnel specifically on proper preventive maintenance practices. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table made an uncommanded movement, resulting in the leg section of the table to lift. The patient was stabilized and transferred to a different surgical table resulting in a procedure delay. The procedure was completed successfully. No report of injury.